Event description:
A ventilator was scheduled for service due to the unit failing the active exhalation verification test. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the unit failed active exhalation verification testing. The field service engineer replaced the proportional valve and 3-way solenoid to resolve the issue. The unit passed final testing.

Manufacturer narrative:
The manufacturer previously reported a trilogy ev300 ventilator was scheduled for service due to the unit failing the active exhalation verification test. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the unit failed active exhalation verification testing. The field service engineer replaced the proportional valve and 3-way solenoid to resolve the issue. The unit passed final testing. The original 3 way solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation and pil was unable to confirm the failure of the solenoid valve. Pil concluded that the solenoid valve operates as designed. Pil was able to confirm the failure of the proportional valve and suspects that it was a faulty proportional valve that caused the test failure. No further investigation is required.